Manufacturer narrative:
An event regarding periprosthetic fracture involving a size 4 accolade ii 132 deg was reported. The event was not confirmed. Device evaluation not performed as no items were received. Medical evaluation not performed as no medical records were received. Device history review indicated all devices accepted into final stock met specifications. Complaint history review. Indicated there have been no other events for the lot referenced. The exact cause of the event could not be determined because no devices or medical records were received. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient fell and it resulted in a peri-prosthetic fracture.

Event description:
It was reported that the patient fell and it resulted in a peri-prosthetic fracture.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital discarded.